Event description:
During a coronary drug eluting stenting treatment procedure stent damage was noted. The lesion was located in the severely tortuous distal obtuse marginal coronary artery. A 2.25x24mm taxus liberte drug eluting stent was advanced and the struts of the stent were "opened" by the calcium before the lesion. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.